Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, the device's lcd screen was found to be white. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a third party service center replaced a ventilator's lcd screen because the display was white. Additional information was received from the third party service center. The device's lcd backlight cable and system board to lcd cable were also replaced to address the issue.